Event description:
An unsuccessful sensor removal attempt from the user's left arm was reported to senseonics. The sensor was localized using the smart transmitter (which provided a very weak signal and had to be pressed against the skin), and a magnet. The healthcare provider reported that the sensor appeared to be sitting very deep. Following the unsuccessful removal attempt, a new sensor was inserted in the opposite (right) arm on the same day, and the user has continued using the system with current glucose data available. Both the user and healthcare provider reported that the user is doing well with no additional discomfort or reported complications. No tentative date has been established for a future removal attempt, and the provider indicated that another clinician may attempt the removal.

Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.